Event description:
The customer reported that during a stem cell collection, a leak from the plasma pump was noted. The procedure was stopped and on removal of the tube set, it could be seen that the collect tube was not securely attached. This resulted in the patient requiring further procedures as the microbiology tests on this collection were not yet finalized. Details regarding "further procedures" are not yet available. This report is being filed due to unknown medical intervention in the form of "further procedures".

Manufacturer narrative:
(B)(4). Investigation: the tubing set was returned for evaluation. The collect line was disconnected from the y connector above the cassette during investigation. Minimal solvent marks were noted on the tube. This is due to inadequate application of solvent the customer later reported that the donation had further isolated (B)(6). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the evaluation of the returned set, the root cause of the leak is insufficient solvent applied to the joint during the bonding process in manufacturing. Upon follow up, the customer determined that the harvest collected was sterile as all the microbiology testing came back negative.